Event description:
Follow up information identified the patient underwent surgical intervention (B)(6) 2018 where the scs system was explanted. No abbott representative was present at the explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming has not resolved the issue. Surgical intervention may be pending to address this issue.